Event description:
New information was received and another instance of post-paced t-wave oversensing was noted on a stored egm. Programming changes were made and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with stored episodes of non-sustained lead noise. Further review of strips showed myopotential and post-paced t wave oversensing. Programming changes were made. The patient was asymptomatic.